Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Rep reported that during an intra-operative procedure the catheter was not possible to connect to the device. As a result the surgery was delayed. Another device was used to complete the surgery.